Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The customer contact reported that the male adapter of the tubing set was connected to the female adapter of the continuous renal replacement therapy (crrt) circuit. The male adapter of the ccrt circuit was connected the patient's central line for continuous renal replacement therapy. At an unspecified time, the device was programmed to deliver normal saline. No specific programming parameters were provided. At 1800, it was reported the nurse noted that the cassette and the tubing distal to the device were filled with air. No device alarm was noted. It was reported that no air had reached the patient. The device was removed from clinical service. Therapy was resumed using a new tubing set and a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, it was reported as unspecified user error. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the user facility. The device history indicates that on (B)(6) 2013 at 0846, the device was powered on and the settings were cleared on lines a and b. At 0846, line a was programmed in simple delivery at a rate of 100 ml/hr with a vtbi (volume to be infused) of 400 ml for duration of 4 hours and the delivery was started. At 0953, line a volume was cleared 110.7 ml infused. At 1149, line a was programmed in simple delivery at a rate of 100 ml/hr with a v tbi of 200 ml for duration of 2 hours and the delivery started. At 1348, line a alarmed with n161 (line a vtbi complete) and went into kvo at a rate of 1 ml/hr. Within the same minute, line a was reprogrammed to deliver in simple delivery at a rate of 100 ml/h with a vtbi of 950 ml for duration of 9 hours and 30 minutes and the delivery was started. At 1758, line a delivery was stopped, vi (volume infused) 811.7 ml. At 1759, line a was restarted at the same rate of 100 ml/hr with a vtbi of 532.8 ml for duration of 5 hours and 21 minutes. At 1804, the device alarmed with n234 (distal air). At 1809, the device alarmed with n102 (infuser idle 2 minutes) and the alarm was silenced. At 1811, the device alarmed with n102 and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.